Event description:
Procedure type: sigmoid resection. According to the reporter: two devices failed to fire properly and the bowel did not seal. The resulting staple formation was not sufficient. To correct the problem, there was mobilization done on the colon and an additional side to side anastomosis was performed. There was unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 500cc. There was no delay over 30 minutes. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).